Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was not returned for analysis. Engineering analysis completed by mb on 8/3/2018. Design-related issues: the design of the equinoxe reverse shoulder compression screw has been in the field since 2007. Exactech has received 3 similar complaint reports involving equinoxe reverse shoulder compression screws since 2008. Sales data for compression screws was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered "very low" according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech has not received any other complaints involving parts from this manufacturing lot of 50 units, which has been in the field since 2017. According to the sales data, 2 pieces of this 50-piece lot have not been sold. This implies that the other 47 pieces have been successfully implanted. Therefore, this issue does not appear to be manufacturing related. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this equinoxe reverse shoulder compression screw, 750-2005-021-rmr-implant rev k, was reviewed. The risk is captured in 49. Corrective action is not required because the occurrence rate is "very low", and the risk is captured in the rmr. The damaged device reported in experience (B)(4) was likely the result of cross-threading that led to the reported thread damage. However; this cannot be confirmed as the device was not available for evaluation. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. Device(s) used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event. The screw appeared to have a wire like piece of metal wrapping around it, no parts or pieces fell into the patient. Post-op x-rays were "good". An investigation was conducted: the damaged device reported was likely the result of cross-threading that led to the reported thread damage. However; this cannot be confirmed as the device was not available for evaluation.

Event description:
It was reported by exactech UK that while fixing the glenoid plate, the surgeon had difficulty inserting the screw. He stated that it wasn't threading as it should. He decided to remove the screw and implant another screw. Upon inspection of the screw there appeared to be a wire like piece of metal wrapping around the screw. A photo was provided. Post-surgery x-rays look good. The surgeon said he was happy with the post-op result. Patient's health was stable leaving the or. Issue was resolved by using another screw. The rep was present at the time of surgery. The device was not returned for analysis. Photo was provided. Attempts were made to request additional information and a response was received: no parts/pieces of the device fell into the surgical site. There was a minor delay of 10 minutes. No additional information is available for the event.